Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Explantation date scheduled for (B)(6) 2020. Medical products: unknown screws, part# unk, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a patient will undergo a revision of a custom temporomandibular joint prostheses due to infection. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was scheduled, the complaint is considered to be confirmed. The moran pm-tmj & model (part# tmjpm-2740, lot# 939130a) was not returned for investigation and no scans, photos, x-rays, or physician's reports were provided. For these reasons, no visual inspection or functional testing could be conducted. The DHR of this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For all patient matched tmj products (tmjpm-xxxx) in the previous one year (from the notification date) regarding infection, there is a complaint rate of 0.63%. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.